Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be closed. The external bolster was located at the 6cm mark and was without issue. The feeding tube had been cut and y-port was inserted at approximately 1cm proximal the 15cm mark. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. A large remnant of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was jagged and torn. The returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during use. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed approximately four months ago. According to the complainant, when the physician was attempting to withdraw the placed device there was resistance. The internal bolster detached and fell into the patient's stomach. The internal bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed approximately four months ago. According to the complainant, when the physician was attempting to withdraw the placed device there was resistance. The internal bolster detached and fell into the patient's stomach. The internal bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.